Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values and compromised force sensor system alarm. Customer's high blood glucose value was 400mg/dl and the low was 38mg/dl. Customer reported that the drive support cap was loose. Insulin pump will not be returned for analysis.